Event description:
My husband purchased a malem alarm for our daughter and we started using it per the directions. She is a little older and (B)(6) years old when we started using the alarm. She and I checked out videos and instructions completely. She went to bed around 9pm and about 2 and a half hours later, screamed out cause the alarm had burnt her neck. Since she was asleep, she did not feel the alarm gradually heat up and it got to a point where it woke her up and she screamed out. She came to my room with the alarm in her hands and as she placed it on the table, the alarm got so hot that gray stuff came out from the alarm. The batteries leaked out and the back door was hotter than I could ever imagine. To prevent a fire hazard, my husband immediately placed it under tap water to cool it down. She has minor burns on her neck and chest area. She has been treated at home. But this is not user error. This is a bad quality product.